Event description:
A customer contacted beckman coulter inc., (bec) and reported to customer technical support (cts) that there is fluid leak in tubing located between the blood detector and the blood sampling valve (bsv) they previously had replaced. The issue is associated with coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe), consisting of a lab coat, glasses, and gloves. There was no exposure to skin, eyes, open lesions or mucous membranes. Medical attention was not sought by the operator. The material safety data sheet (msds) was not reviewed for this event. The lab has an exposure control or risk management plan in place. There was no report of patient results being affected and there was no death or serious injury to the operator in association with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The operator reattached tubing ensuring a tighter fit. Samples were run to verify no more fluid leak. Service was not dispatched for this event. The root cause was the loose tubing connection at the bsv which the customer reattached more securely. (B)(4). An MDR associated with this event: 1061932-2011-02035.